Manufacturer narrative:
(B) (4).

Event description:
The pt was taken to the ER four days following a new pump and catheter implant. The pt's pump pocket was "oozing blood." The pt stated that she had a severe infection. The device sys was removed. The pt stated that she was afraid to have another system implanted. The pt's status was stated as being "good." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.